Manufacturer narrative:
Evaluation summary: baxter received one used set with no cap on spike and no cap on patient connector (no titanium adapter returned) in the lab in reference to cracked/broken. Set was visually inspected and noted that the spike was broken completely off at base of spike. No other visual defects were noted. The reported conditions was confirmed in the lab for broken.

Event description:
Baxter received a report that the connector cover was separated unexpectedly during therapy. Then a broken spike was found. The set had been used for 100 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.